Manufacturer narrative:
The patient¿s exact weight was reported as (B)(6). The exact date of post-operative device breakage is unknown; however, the issue reportedly occurred about six (6) weeks post-implant. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record: manufacturing location: (B)(4) - manufacturing date: july 27, 2015 - expiration date: june 30, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was also reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a sudden onset of pain in the right hip while walking approximately six (6) weeks after a surgical procedure to treat a right subtrochanteric femur fracture. Upon examination of the hip, it was noted that the nail from the implanted trochanteric fixation nail advanced (tfna) system had broken in the area where the helical blade passes through. As a result, the patient was returned to the operating room on (B)(6) 2016 to undergo revision. During the procedure, the original hardware was removed and the patient was revised to a new titanium tfna nail (part: 04.037.260s / lot: h041509), 95mm blade, and 52mm distal interlocking screw. The procedure was reportedly completed without delay or incident. Concomitant device(s) reported: helical blade, 100mm (part: 04.038.300s / lot: h039218 / quantity: 1) and 5.0mm locking screw (part: 04.005.542s / lot: h044037 / quantity: unknown). Note: the reporter completed a user facility medwatch ((B)(4)) on july 21, 2016, but indicated at that time that the information had not been sent to the FDA. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
. Device was used for treatment, not diagnosis. This complaint is a duplicate to complaint (B)(4). This complaint was also initially reported as medwatch #(B)(4) under (B)(4). Additional information and investigation results will be addressed and reported under (B)(4). Complaint (B)(4) will be closed as a duplicate complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is a duplicate to complaint (B)(4). Additional information and investigation results will be addressed and reported under (B)(4).